Event description:
The patient's nurse called lifscan and alleged that the patient's meter would not power on. The patient was unable to test on their meter for approximately one week so they asked one of their nurses for assistance. The patient took their pills after attempting to test on their meter. No treatment ws reported. The patient was using the correct test strips, the battery was correctly installed and less than one year old, and the battery contacts were in good condition. The power issue was not resolved with troubleshooting. A replacement meter is being sent to the patient.